Event description:
This is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, and required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, and an anterior leaflet prolapse. The clip delivery system (cds 41031u111) was advanced to the mitral valve leaflets and implanted on the medial leaflets. The mr was reduced to 1-2; however, 30 seconds after deployment, it was observed that the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 3-4. An additional cds was advanced to the mitral valve, and the clip was deployed on the leaflets to successfully stabilize the slda clip and reduce the mr to 2-3. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint-handling database identified no other incidents reported for single leaflet device attachment from this lot. The information suggests that the patient morphology/pathology contributed to the reported user experience. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.